Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prior to use testing, the physician found the endobronchial tube cuff unable to be completely deflated. The nearby part of the cuff had been &quot;strongly&quot; bent by the physician to make the cannulation easier. There was no patient involvement.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).one mallinckrodt endobronchial tube sample was returned for evaluation. A visual inspection was performed, and no anomalies were observed. Functional performance inflation / deflation tests were performed, and found the device to be functioning per manufacturing specifications. The customer reported malfunction could not be verified.